Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 17sep2019. The customer reported that while in patient use in volume control, the ventilator shut down and started back up. The ventilator was changed to pressure control with no issues. There was no patient harm. The patient's weight was reported to be in the range between 250 and 260 lbs. The philips field service engineer (fse) evaluated the ventilator and was not able to duplicate the customer complaint. The fse downloaded the diagnostic logs and no errors were found in the device history. The fse tested the ventilator and the unit passed successfully. No repairs were required.

Event description:
The customer reported that while in patient use in volume control, the ventilator shut down and started back up. The unit was in patient use. However, no injury or harm to the patient was reported.